Event description:
Mother reported that pump (B)(4) would load, start up, then just turn off sending pt new pump for early am delivery. No other info available. Did the product issue cause or contribute to pt or clinical injury: no. Is the actual device is available to be returned for investigation: yes.